Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was having difficulty through the load process. The customer's blood glucose was elevated, however no specific value reported. Tandem technical support contacted the customer's clinical diabetes specialist (cds) for additional assistance to provide the customer.